Manufacturer narrative:
This report contains correction in section d6a implant date.

Event description:
It was reported that during cardiac resynchronization therapy defibrillator (crt-d) implant procedure, the left ventricular (lv) lead impedance measurements were greater than 2000 ohms. It was noted that on the same day of the implant, the patient received an inappropriate shock due to the displacement of the lead. Further testing showed that lv lead showed an impedance of 2616 ohms, with a threshold of 1.4v. It was also noted that the right ventricular (rv) lead showed elevated pace and sense impedance of 1649 ohms with threshold 1.7v. It was advised to increase the lv impedance range to 3000 ohms. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains correction in section h6 device codes. This report contains additional information in section b5describe event or problem. This report contains correction in section d6a implant date.

Event description:
It was reported that during cardiac resynchronization therapy defibrillator (crt-d) implant procedure, the left ventricular (lv) lead impedance measurements were greater than 2000 ohms. It was noted that on the same day of the implant, the patient received an inappropriate shock due to the displacement of the lead. Further testing showed that lv lead showed an impedance of 2616 ohms, with a threshold of 1.4v. It was also noted that the right ventricular (rv) lead showed elevated pace and sense impedance of 1649 ohms with threshold 1.7v. It was advised to increase the lv impedance range to 3000 ohms. This device remains in service. No adverse patient effects were reported. Additional information received indicated that the right ventricular (rv) lead was explanted. The lead was replaced multiple times during this upgrade procedure, and it was concluded that the helix was not fully extended and there was blood found on the tip. X-ray imaging was checked multiple times, and the helix appeared to be extended, as well as the final rv lead position, pin connectors were flushed multiple times, and the air was removed from device header, and the leads were appropriately screwed. Subsequently a new lead was successfully implanted, and the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b5. Describe event or problem. This report contains correction in section d6a implant date.

Event description:
It was reported that during cardiac resynchronization therapy defibrillator (crt-d) implant procedure, the left ventricular (lv) lead impedance measurements were greater than 2000 ohms. It was noted that on the same day of the implant, the patient received an inappropriate shock due to the displacement of the lead. Further testing showed that lv lead showed an impedance of 2616 ohms, with a threshold of 1.4v. It was also noted that the right ventricular (rv) lead showed elevated pace and sense impedance of 1649 ohms with threshold 1.7v. It was advised to increase the lv impedance range to 3000 ohms. This device remains in service. No adverse patient effects were reported. Additional information received indicated that the right ventricular (rv) lead was explanted. The lead was replaced multiple times during this upgrade procedure, and it was concluded that the helix was not fully extended and there was blood found on the tip. X-ray imaging was checked multiple times, and the helix appeared to be extended, as well as the final rv lead position, pin connectors were flushed multiple times, and the air was removed from device header, and the leads were appropriately screwed. Subsequently a new lead was successfully implanted, and the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that during cardiac resynchronization therapy defibrillator (crt-d) implant procedure, the left ventricular (lv) lead impedance measurements were greater than 2000 ohms. It was noted that on the same day of the implant, the patient received an inappropriate shock due to the displacement of the lead. Further testing showed that lv lead showed an impedance of 2616 ohms, with a threshold of 1.4v. It was also noted that the right ventricular (rv) lead showed elevated pace and sense impedance of 1649 ohms with threshold 1.7v. It was advised to increase the lv impedance range to 3000 ohms. This device remains in service. No adverse patient effects were reported.